Event description:
Information was received indicating that immediately on use, a smiths medical cadd cassette reservoir leaked chemotherapy drug and was found to be filled with air. No patient consequences were reported. No adverse effects were reported.